Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced.